Event description:
Boston scientific crm received information that this device indicated less than half a month of longevity remaining with a magnet rate of 90bpm. Therefore, the patient was scheduled for a changeout procedure. When the device was interrogated for the changeout procedure, it noted an estimated longevity of 1.5 years remaining. A hex dump was performed and analyzed. It concluded that the device average charge time battery measurements indicated that elective replacement time (ert) was near. As a result, this device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing revealed normal interrogation and telemetry operations. The device was subjected to a longevity calculation based on system guide labeling for this model device and was found to not meet longevity. Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time, using a revised longevity calculator that has corrected the deficiencies of the original calculator. This device passed the second longevity calculation. Analysis concluded this device did not experience a component anomaly or premature battery depletion.